Event description:
Per information provided: (B)(6) 2004 - patient was diagnosed with incisional hernia (x2) thereby underwent open repair with implant of composix kugel (device #1) and ventralex mesh (device #2). Per op notes, "in the right lower quadrant, a composix kugel (device #1) was placed and sutured. Next, midline to the left of the umbilicus, a ventralex mesh (device #2) was placed and sutured." (B)(6) 2004 - patient was diagnosed with recurrent midline incisional hernia, adhesions, abdominal pain thereby underwent open repair with implant of dulex mesh (device #3). Per op notes, "the previous mesh (device #2) was transected and removed. Multiple adhesions in the bowel and underside of the mesh (device #1) were dissected and a dulex mesh (device #3) was placed and sutured." (B)(6) 2008 - patient was diagnosed with infected mesh in the right lower quadrant, enterocutaneous fistula, non-healing wound thereby underwent explant of mesh (device #1). Per op notes, "the entire mesh (device #1) was dissected free and removed. Fistula drained and adhesions were taken down."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the composix kugel (device #1). An additional supplemental MDR was submitted to represent the ventralex mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.